Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in auxiliary water channel¿, was confirmed. Some white spots of foreign material resembling powder were found inside the j-tube but it could not be specified. The foreign material was possibly not removed since the reprocessing was not conducted in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to damage on switch 1 air and water tightness was lost, the cylinder had no color, the scope cylinder had no color, due to damage on the bending section cover, the insulation resistance value at the distal end does not meet the standard value, due to the wear of the angle wire, the bending angle in the up direction does not meet the standard value, plastic distal end cover had a crack, the connecting tube had a scratch, the universal cord had a wrinkle, and the plastic distal end cover was burnt. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an air leak at the air outlet on the handle at the weld seam at button 1. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.